Manufacturer narrative:
(Manufacturer narrative = f, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips produced lo reading - black chemistry observed. Most likely root cause of black chemistry is due to improper storage. Qc investigation evaluation completed 12/30/2015.

Event description:
The customer is trying to perform a blood test the meter display a e-5 error immediately after the blood sample applied to the test strip. The customer is calling for herself and states she feels fine. Customer was informed that the e-5 error is a test strip error. Customer confirms that this is not a storage related issue. The customer stated that she is storing the meter and test strips in the bedroom. Customer does not have any symptoms regarding her diabetes. The customer confirms she is using proper testing technique and that she allows her hands to dry completely after washing her hands before performing the blood test. The customer states that she did not dip the test strip into the blood sample twice and has not removed the test strip from the blood sample prematurely. Customer was informed the vial of test strips expire within 120 days of being opened. Verified with the customer that there has not been an adverse event and medical intervention has not been required due to a result or error displayed by the meter.